Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the tubing leaked at the blue fitment location. Although requested, there were no further details or information provided and no report of harm.

Event description:
It was reported that a heparin infusion which was programmed to infuse at 36ml/hr was noted to be leaking from the bottom of the pump. The device was inspected by the facility's biomed and no defects were found. Upon inspection of IV infusion set they noted there was a small hole found in the silicone segment which caused the leaking. There was no harm.

Manufacturer narrative:
The customer¿s report that the tubing was leaking from the bottom of the pump was confirmed. Visual inspection of the set observed that the silicone segment had a pin hole near the upper fitment. Functional and pressure testing was performed; a leak was observed coming out from the silicone tubing near the upper fitment. The cause of the leak was a pin hole in the silicone segment. The root cause of the pin hole could not be definitively determined.